Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 was providing "incorrect measurements" as "the measurements do not match."no patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was able to obtain measurements for all enabled parameters. No product performance issues related to spo2 and pulse rate measurements were identified. The device was determined to be functioning as designed. E1: initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 was providing "incorrect measurements" as "the measurements do not match." No patient impact or consequences were reported.